Manufacturer narrative:
Fractured insertion post. The implant needed to explanted. The implant shows massive damage due to explanation. The insertion post ist not attached and therefore no evaluation is possible. We also didn´t receive further information from the customer. Therefore, the reason for the complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post.